Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is implant late loosening. Part numbers, lot numbers, expiration dates and UDI/gtin numbers: 1st (superior): ifuse implant, p/n 7045-90, lot# 493846, mfd. 03/03/2017, exp. 2022-03-06, gtin (B)(4). 3rd (inferior): ifuse implant, p/n 7035-90, lot# 493832, mfd. 02/10/2017, exp. 2022-02-10, gtin (B)(4).

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2017 where three implants were placed. The patient's pain was not completely resolved following the initial procedure. The patient later reported to a new surgeon who determined implant loosening based on lucency observed on x-rays. In (B)(6) 2019, the surgeon performed a revision procedure where he removed the superior and inferior positioned implants and replaced them with larger implants of the same type. He also added two additional implants of the same type to help fixate the joint. The patient's pain complaints resolved following the revision procedure.